Manufacturer narrative:
The samples were collected in greiner tubes and centrifuged for 15 mins. The specimens were sampled through the closed tube accessing (cta). A field service engineer (fse) was dispatched to the customer's lab on 12/19/2006. The fse replaced: peri-pump tubing, mixer belt, aspirate and substrate probes, main pipettor probe and clips, seal and o-ring, all mixer pulleys, pinch rollers, and wash valve rotor/shaft. The fse rebuilt precision pump. The fse re-calibrated accu tni, conducted qc and diagnostic testing; all results passed with specifications. The fse verified instrument performance per established procedures. Although the hardware issues addressed by the fse may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding troponin (accu tni) reproducibility issue on the synchron lx I 725 instrument and erroneously high results recovery for thee (3) pt samples. Pt a: a sample was tested for accu tni and an initial result of 0.03ng/ml was obtained. The customer re-tested the original sample for accu tni and the repeated result was 0.73ng/ml. The original sample was then re-tested once more and the result of 0.25ng/ml was obtained. Pt b: an initial accu tni result was 2.32ng/ml and 0.05ng/ml upon repeat. Pt c: an initial accu tni result of 0.26ng/ml was obtained. The original sample was re-tested for accu tni twice and the repeated results were: 2.34ng/ml and 0.09ng/ml. The sample was tested on a different instrument in the customer's lab for accu tni and a result of 0.13ng/ml was obtained. It is unk if the erronous results were reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.